Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unresponsive buttons. The blood glucose reading was 159 mg/dl. The customer stated that the insulin pump was being held together with tape. She was unsure how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.